Event description:
The manufacturer received information alleging an issue related to a dreamstation auto bipap device. The manufacturer received information from the patient alleging that the patient has kidney disease/toxicity. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation auto bipap device. The manufacturer received information from the patient alleging that the patient has kidney disease/toxicity. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Model number and catalog number has been updated. Section h6 updated in this report.